Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on valve bond edge side assessed as unidentified (tear) opening. ¿ nipple discharge: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ brown particles observed in the fill channel.

Event description:
Patient reported having 'nipple discharge (fluid)'. Healthcare professional later reported deflation. This relates to the right side. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Patient reported having 'nipple discharge (fluid)'. Healthcare professional later reported deflation. This relates to the right side. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29apr2009. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.